Event description:
Customer reported the apl valve on the as3000 anesthesia system failed which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
(B)(4) service reps replaced the apl valve. Operation was validated and unit was returned to service.